Manufacturer narrative:
A user facility medwatch report ((B)(4)) was received on 06/09/2025 reporting no information provided other than the cautery pencil is underlined on the packaging form. The device did not do what it was supposed to do. The sample has not been returned to deroyal for evaluation at this time. A supplier corrective action request (scar) was issued to the pencil supplier covidien. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
No information provided other than the cautery pencil is underlined on the packaging form. The device did not do what it was supposed to do.

Manufacturer narrative:
An user facility medwatch report ((B)(4)) was received on 06/09/2025 reporting no information provided other than the cautery pencil is underlined on the packaging form. The device did not do what it was supposed to do. Deroyal industries, inc. Requested return of the device, however, it was not able to be returned. Deroyal reviewed the work order for the device detailed in the complaint. No discrepancies or deviations were found within the manufacturing nor assembly process. Deroyal completed a complaint to sales ratio over the past two years and found it to be (B)(4), a supplier corrective action request (scar) was issued to the pencil supplier covidien. Covidien reviewed the device history record (DHR) and no abnormalities were found during the manufacturing process. Additionally no other complaints have been reported for this lot number. Root cause: because the device was not returned and no issues could be found within the manufacturing process, the root cause was unable to be determined. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.